Manufacturer narrative:
Although the DHR could not be reviewed because the batch remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, thrombosis and infarcts/stroke are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event. (B)(4). Based on safety review on (B)(6) 2018, there was only thrombosis and no embolus.

Event description:
It was reported that a patient underwent successful stenting for an aneurysm located at the middle cerebral artery (mca). At the 6 month-follow up visit, in-stent thrombosis was observed with watershed infarct in anterior cerebral artery (aca) territory. According to the physician, the reason for the in-stent thrombosis, and infarct was that the patient had been taken off anti-platelet therapy too soon for another surgery. The patient was placed back on platelet aggregation inhibitor (brilinta) treatment.

Manufacturer narrative:
A device history record (DHR) could not be performed because the batch remains unknown. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, stent thrombosis, embolus, and infarcts/stroke are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event. Subject device remains implanted.

Event description:
It was reported that a patient underwent successful stenting for an aneurysm located at the middle cerebral artery (mca). At the 6 month-follow up visit, in-stent thrombosis was observed with watershed infarct in anterior cerebral artery (aca) territory. According to the physician, the reason for the in-stent thrombosis, and infarct was that the patient had been taken off anti-platelet therapy too soon for another surgery. The patient was placed back on platelet aggregation inhibitor (brilinta) treatment.